Manufacturer narrative:
Concomitant medical products: d224trk device, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at an unknown time, the right atrial (ra) lead exhibited loss of capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.